Event description:
It was reported that the patient had the artificial urinary sphincter cuff component explanted for unknown reasons. The patient was stable.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component explanted for unknown reasons. The patient was stable. Additional information indicated the patient experienced urinary incontinence in (B)(6) 2020. The device was explanted due to erosion on the urethra at the cuff position.